Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. Patient stated that she got a screen on her controller that tells her to reposition the recharger, if connected and move the controller closer to her device. Patient stated it's been a while since she first noticed this. Patient reported that during the last couple of times she has charged the ins, it has been super slow. The patient noted that the controller usually charges ins fast but through the month of may she has noticed this issue. Patient stated she has previously moved the controller close to her ins. No symptoms reported. No further complications were reported/anticipated.